Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels (27-587 mg/dl). Reportedly, the customer's "cells randomly produce insulin" customer worked with a health care professional to adjust the pump settings. Customer addressed low bg levels with carbohydrates and sugar, and addressed elevated bg levels with boluses via the pump and manual injections. At the time of the report, customer's bg level was 175 mg/dl.